Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was implanted with an impella ld device for mechanical circulatory support. While the physician was washing out the chest, the patient went into ventricular fibrillation (vf), requiring approximately 20 shocks with internal paddles throughout the case. After the implantation of the protek duo, the patient developed significant clots in the right ventricle (rv). The impella device was removed at the bedside. Additional information was provided that noted care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.